Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the md opened this catheter set the guide wire was bent. A new device was obtained for patient use.

Manufacturer narrative:
The customer returned multiple components from a cvc kit. The guide wire will be analyzed as part of this complaint investigation. No signs-of-use were observed on any of the returned components. Visual analysis revealed that the guide wire was kinked near the distal end. When the guide wire is fully retracted in the advancer, the kink is in the portion of the guide wire that is exposed out of the advancer tube at the thumb guide. The location of the kink indicates damage resulting from the guide wire assembly being damaged during shipping/distribution of the product. Both welds were observed to be full and spherical. The kink in the guide wire measured 45mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .798mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned introducer needle/ars subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample and the customer supplied image. Visual examination revealed a single kink in the guide wire in the portion that is exposed when shipped in the advancer assembly. The damage observed is consistent with damage occurring during transit. A device history record review was performed with no relevant findings identified. Based on the sample received, shipping and storage caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of . The customer returned multiple components from a cvc kit. The guide wire will be analyzed as part of this complaint investigation. No signs-of-use were observed on any of the returned components. Visual analysis revealed that the guide wire was kinked near the distal end. When the guide wire is fully retracted in the advancer, the kink is in the portion of the guide wire that is exposed out of the advancer tube at the thumb guide. The location of the kink indicates damage resulting from the guide wire assembly being damaged during shipping/distribution of the product. Both welds were observed to be full and spherical. The kink in the guide wire measured 45mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .798mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned introducer needle/ars subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample and the customer supplied image. Visual examination revealed a single kink in the guide wire in the portion that is exposed when shipped in the advancer assembly. The damage observed is consistent with damage occurring during transit. A device history record review was performed with no relevant findings identified. Based on the sample received, shipping and storage caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that when the md opened this catheter set the guide wire was bent. A new device was obtained for patient use.